Event description:
It was reported by service report that the side rail was broken and could not lock in the upright position. The user facility was unable to provide any information as to whether there was patient involvement. However, there were no adverse consequences associated with the reported issue.